Event description:
The customer reported that the system was unable to perform fluoroscopic x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative reseated the connections in the camera, and reconnected the thermal switch of the tube. The system was tested and found to be working as intended and put back in service.